Event description:
It was reported when using the bd pyxis medstation system the machine login was failed. The customer reported that the user ah-6b2 was unable to login, as the machine stating an error message on screen as unexpected error occured after reboot. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that login was failed. The technical support specialist initiated the full data sync and now the device was up. The system functioned as intended after the technical support specialist troubleshooted the device.